Manufacturer narrative:
The device was manufactured between 30jul2020 and 31jul2020. The device was received for evaluation containing 116ml residual fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the device was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor stopped during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.